Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high, out-of-range impedance measurement on the left ventricular (lv) channel of this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch. Boston scientific technical services (ts) discussed that the out-of-range limit could be increased to 3000 ohms. The physician elected to leave the system in unipolar and check thresholds at the next device check. No adverse patient effects were reported.